Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced false recognition of a loaded set, which was reproduced. The messages were found to be caused by a failed lower hook switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed an unload set from guide #2 message when no set was loaded. There was no pt involvement.